Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if all the four devices broke post-operatively. This is for notification of the quantity of the involved devices: part# 7640020 qty 4.

Event description:
It was reported that post-op, the implanted product broke and the breakage device is still in patient. No further details have been provided.